Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately erratic and inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that they had first noticed the subject meter was reading inaccurately at 9pm on (B)(6) 2018. The following morning the patient obtained unspecified inaccurate glucose results with the subject meter and took an increased dosage of 60-80 units in response to the alleged product issue (normal dosage the patient takes is 24 units per day). At 9pm on (B)(6) 2018 the patient took further blood glucose tests and obtained results of ¿323, 180 and 99mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that these results were also higher than their feelings/normal results, but meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. At this time the patient also experienced symptoms of ¿tired, shaky and nauseous¿; symptoms which the patient self-treated by consuming additional food/drink. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.